Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's legal guardian (lg) that the patient's blood glucose levels rose to 300 mg/dl while wearing the pod between 5 and 24 hours. The pod leaked insulin and the pod adhesive was wet with insulin. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.